Manufacturer narrative:
The reporting decision has been changed from reportable to non reportable according to the instructions for use bmu 40 (v3.5) chapter 2 safety: the intended purpose of the bmu40 is to monitor blood parameters during procedure. There are no contraindications or side effects when using the bmu40. If the bmu40 is shutting down during use, the blood parameters still can be read on the extracorporeal circulation device e.g. Heart-lung machine. Thus the risk to harm for any person is remote therefore, no report is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The customer has complained about their bmu40 shutting down randomly during use. It was powered on again and then shortly powered down once again. The bmu was swapped out at first sign of an issue. There were no negative consequences to the patient. A getinge field servcie technician will be sent for investigation of the bmu40. As soon as new information become available a follow up emdr will be submitted.

Event description:
The customer has complained about their bmu40 shutting down randomly during use. It was powered on again and then shortly powered down once again. The bmu was swapped out at first sign of an issue. There were no negative consequences to the patient. Reference#(B)(4).